Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the shaft (p/n: 03.505.003, lot number: 8173333) was received at us cq. The visual inspection of the compliant device showed rusting on several locations of the shaft surface. No other damages were observed on the device. Document/specification review: (current and manufactured) were reviewed. No design issues or discrepancies were identified. Dimensional inspection: no dimensional inspection was performed due to the post-manufacturing damage. Complaint confirmed? No. The alleged stripped condition was not confirmed. Investigation conclusion: this complaint was not confirmed as the stripped condition was not observed on the returned device. Rusting was observed on several locations of the shaft surface. It was difficult to remove the inner shaft component from the outer shaft by hand due to the rusting condition. While no definitive root cause could be determined based on the provided information, it is possible that the incorrect lubrication or cleaning/sterilization may cause the rusting on the device. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.505.003, lot: 8173333, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 27 oct 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: dzi dzj. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the mesh cutter, right angle bender, plate cutter, 90 degree screwdriver t-handle, handle for 90° screwdriver, shaft for 90° screwdriver, and matrix rib screwdriver blade self-retaining f/90° screwdriver check on inventory items in a territory with unknown allegations. The handle for 90° screwdriver would strip out/not turn screw when tested. The shaft for 90° screwdriver would strip out/not turn screw when tested. There was no patient involvement. This complaint involves twenty-five (25) devices. This report is for (1) handle for 90° screwdriver. This is report 8 of 10 for (B)(4). Related product complaint: (B)(4).